Event description:
Toddler with complex medical history including mitochondrial metabolism disorder. A double lumen 5 french catheter was placed for long term access for total parenteral nutrition (tpn) approx 2 months ago. Leaking from the catheter was noted and it was thought to be coming from where the 2 lumens were becoming one. Pt required a return to the operating room for removal of the defective catheter and replacement.

Manufacturer narrative:
(B)(4). Per quality control spec, it is confirmed that each extension, main catheter shaft, and, if specified, strain relief tubing are securely molded to manifold without voids or cracks and that the lumens are open with no lumen communication and that extensions are properly aligned. Each product is shipped with an IFU which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. The device was not returned to assist in our investigation, therefore, the root cause of the failure remains unk. Based on the type of usage, it is possible that the product was exposed to pressure beyond its intended design. Preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.